Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The 75% stenosed lesion was located in a non calcified and moderately tortuous proximal to mid right coronary artery. The lesion was predilated with a non-bsc 3.0x20mm balloon. Two taxus express2 stents, of unk sizes, were implanted at the target lesion. The physician then noticed a dissection at the distal portion of the taxus stent that was implanted at the distal portion of the lesion. The physician attempted to place a 3.5x12mm taxus express2 stent to treat the dissection, but was unable to cross the lesion. The dissection was treated with balloon angioplasty. No further complications occurred. Pt status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. The batch number of this complaint is unk, therefore, a review of the mfg records could not be performed. The most probable root of this complaint is classified as anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu. And/or device labeling.